Manufacturer narrative:
Other, other text: aware date: h6, h10: additional information: 06/23/2020: device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "ec 1720" problem was not able to be duplicated. This was noted to be a power backup capacitor failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. There were multiple entries in the log but power cycling the pump more than 10 times did not induce any errors. More than 10 attempts were made using the switch and pulling batteries to power cycle it. Service will replace the backup capacitor as a preventive measure due to the presence of multiple 1720 errors in the log. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720. No patient was involved in this event. No adverse effects were reported.